Event description:
Same as manufacture# 6000093-2005-00176. During a coronary drug eluting stenting treatment procedure, stant damage occurred. The lesions being treated were in the left anterior descedning artery (lad) and diagonal branch. The physician attempted to reach the lesion with a taxus express2 2.75 x 12 mm and a 2.75 x 28 mm drug eluting stents using a crushing technique. However, the stents were unable to cross the lesions. Consequently, the stents were never deployed. Upon removal of the taxus stents from the pt's body the stent appeared to be out of their original shape. The procedure was successfully completed using another of the same devices. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good"